Event description:
It was reported that the device's safety mechanism triggered backup mode yet upon device interrogation, patient remained at previous settings. It was also reported that there doesn't appear to be a problem with the device; it is all functioning properly and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.